Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis investigations did not replicate or confirm the customer reported complaint. Visual inspection did not find any frayed cables or bent grip tips that would cause grasping problems. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Additionally, the fenestrated bipolar forceps instrument was found to have damaged conductor wire insulation at the distal end. The wires are exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The instrument was also found to have a scratched yaw pulley. One side of the yaw pulley had several scratches.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument did not grasp properly. There was no report of patient involvement.